Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# n0024243, implanted: (B)(6) 2005, product type: lead; product ID neu_unknown_lead, lot# n0024243, implanted: (B)(6) 2005, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient met with a manufacturer representative because their pain increased. It was noted a power on reset (por) condition was observed when attempting to read the battery. It was reported the radiation treatments were probably causing the pors. It was noted the por was successfully cleared. It was reported the patient was feeling stimulation in all the areas they needed.

Event description:
It was reported the patient was unable to adjust their stimulation. It was noted the patient programmer was showing ¿call your doctor¿ with a power on reset (por) condition. It was reported that one day prior to report the patient had received radiation treatment for prostate cancer. It was noted that the device was powered off and this action resolved the issue. It was further reported the patient¿s system was replaced on (B)(6) 2014 due to regular battery longevity and since then they have seen the power on reset (por) condition twice in the last four days prior to report. It was reported the patient tried to sync and got the ¿poor communication¿ screen. It was noted the antenna was repositioned and syncing was attempted again which resulted in the por. It was reported the patient was able to clear the por with the patient programmer, confirmed the device was off and was then able to turn the stimulation on. It was reported the patient is having surgery for the prostate cancer one week after report and has another treatment on (B)(6) 2014. It was further reported the patient had radiation treatment on (B)(6) 2014 and their stimulation worked all the way through the treat ment but then it just shut off on its own. It was noted this was the third time the patient had seen the power on reset (por) screen. It was noted this por message was a warning por and was unable to be cleared over the phone. It was noted the patient stated the device helps with their back pain. It was noted the patient has three more radiation treatments and an upcoming kidney surgery. It was further reported the patient had another power on reset (por) error message and the error code was not available at the time of report. It was noted the implantable neurostimulator (ins) has been shutting off. It was noted the patient has not used their stimulator in 2 weeks because they were unable to turn their stimulation on. It was noted the manufacturer representative was able to clear the por and the ins was 50% full.

Manufacturer narrative:
(B)(4).